Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt3913 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the PICC catheter, the head nurse of general surgery performed puncture. The sheath was split after one attempt of puncture was conducted. Therefore, the puncture failed. No other information was provided.